Event description:
Per report, during preparation of a sapien valve, a loose white hair/stitch-like foreign body was notice on the valve. It couldn't be identified what exactly it was. The stitch like piece was put in the valve container, along with the valve. The device was not used.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The root cause for the white material (polypropylene) on the valve leaflet tissue could not be definitively confirmed; however, three areas during the manufacturing process were identified as potential sources of white polypropylene introduction: the assembly of the cap-gasket and jar at preliminary package, cleaning of the cap-gasket assembly prior to sterilization, and during the manufacturing of the cap and gasket at vendor facility. The probability of the white particulate introduction during the cap and jar assembly is very low due to the fact that by design these components are meant to function together without causing damage to the other, and both components material are made of polypropylene reducing the probability of different material shearing. Next, the manufacturing procedure instructs the operator to hand wipe the inside of each cap with lint-free wipe and ipa. There is a possibility that material flash broke off during this cap-gasket assembly cleaning process. Lastly, there exists a possibility that loose material could be introduced by the manufacturing process at the vendor facility. Two corrective actions have been identified to address this issue; specifically updates to inspections during the manufacturing process have been implemented to prevent this issue from re-occurring in the future.

Manufacturer narrative:
Preliminary evaluation results: the valve was returned in its original container to edwards for evaluation. Upon visual inspection of the returned device, the complaint was confirmed. A white thread was found on the valve. The length of the white thread measured 7.25mm. The thread underwent chemical analysis, and per the result, the material is white polypropylene. White polypropylene material is not used in the manufacturing process of the valve. Further investigation showed that a possible source of the white thread may be the valve's 3.8 oz jar cap. The investigation is still ongoing.